Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset and continued using the existing cartridge.